Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was observed that the pulse generator was intermittently undersensing p-waves during high ventricular rate episode resulting in unnecessary atrial pacing. It was also noted that the atrium was pacing during auto mode switch. The device was reprogrammed. No patient symptoms were reported.